Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "while priming, the user noticed that there was a leak in the structure welding of the quart arterial filter and immediately changed it." (B)(4).

Manufacturer narrative:
The affected quart was received for investigation. Investigation has been performed as follows: the visual inspection of the arterial filter did not show any damage. The tightness test according to lv 203 shows a leakage between housing and cover. The welding connection was not tight. Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested with complaint (B)(4). Maquet cardiopulmonary (B)(4) received the product back for manufacturer investigation. During laboratory investigation a tightness test was performed. Thereby a leakage between housing and cover has been detected at the quart filter. Therefore the reported leakage could be confirmed. The failure is already known to the manufacturer and has been thoroughly investigated. The most possible root cause is the bad bonding between housing and the cover of the quart filter. Based on this no further action will be completed at this time.

Event description:
Ref.: #(B)(4).